Manufacturer narrative:
The customer¿s products have been requested for return. The product has not been received at this time. If the product is returned in the future, a follow-up report will be submitted. Routine retention testing was performed and passed the internal inspection. Retention testing data is reviewed and appropriate actions are taken as needed. Per product labeling, "coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods." Unique identifier (UDI) # (B)(4). Occupation was lay user/patient.

Event description:
There was an allegation of questionable results from a coaguchek vantus meter compared to a sysmex cs-2500 system using dade innovin reagent. The meter serial number was requested but was not provided. The meter result was 2.3 inr and the laboratory result was 3.0 inr. On (B)(6) 2020, the meter result was 2.3 inr and the laboratory result was 3.0 inr. On (B)(6) 2020, the meter result was 2.5 inr and the laboratory result was 1.5 inr. The patient stated they will eat poorly, sometimes only one meal a day. The therapeutic range was 2.0-3.0 inr. The patient stated he was testing once a week, but when inr started fluctuating he began testing twice a week.